Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately two months post implant of the ipg. Follow up with the cardiology clinic and hospital revealed the patient died of septic shock with disseminated intravascular coagulation and multisystem failure from right sided endocarditis and pneumonia. Medical records received from the hospital indicated the patient came into the emergence room with flank pain, hematuria, cough, fever and chills. The family reported there had a small amount of pus drainage from the pacemaker site. The patient was admitted to the ICU, was intubated and sedated. The patient was placed on antibiotics, given intravenous fluids and blood pressure support. Despite aggressive measures the patient died. The blood cultures and urine cultures all came back (B)(6).

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.